Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6), 2017. The customer reported being put in the hospital due to being found unconscious and being in a coma. The blood glucose value at the time of admission 1200 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer was unable to complete troubleshooting. The customer was hospitalized for 30 days and then moved to rehabilitation for 3 weeks. The customer was hospitalized two additional times due to high blood glucose levels. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.